Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and serious illness. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.